Event description:
It was reported that, a patient had a primary tha by using unknown brand hip system in 1988. Then, she had 1st revision tha to replace the hip system with an exeter and pe cup due to loosening on (B)(6) 2003. In (B)(6) 2009, she started to feel thigh pain. Then, a surgeon noticed femur fracture on x-rays on (B)(6) 2009. The surgeon was taking a wait-and-see approach for a while after that. On (B)(6) 2013, when she visited the office again, the stem was already fractured but he did not realize that on x-rays. In (B)(6) 2013, he was planning 2nd revision tha due to femur fracture, stem loosening and bone defect. At that time, he noticed stem fracture on x-rays. She had 2nd revision tha on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was confirmed. A material analysis has been performed. The report concluded: the exeter stem broke in fatigue. The fracture initiated from the corner on the lateral side of the stem and progressed medially. Eds analysis showed the exeter stem to be made of a fe-cr-ni-mn-mo alloy consistent with the astm f1586 and iso 5832-9 alloy. No material or manufacturing defects were observed during this analysis. Dimensional inspection was performed by the supplier according to the drawing 3501-21-d revision c and was found compliant to this drawing. A review of the provided implant sheets and pre-operative medical records by a clinical consultant concluded: the clinical and radiological findings prove that this pi case had its root cause of failure in procedure-related factors regarding surgical technique of revision with cementation in a bone that has lost all its trabecular structure and as such is not suitable for cemented fixation. Impaction bone grafting had probably been a better option for this patient under these conditions. Lack of effective fixation in the mid-stem section lead to a local micromotion with osteolysis further degrading the local bone quality and strength. This caused a progressive overload condition with fatigue build-up and finally a fatigue fracture, first in the bone around the stem then in the stem itself due to the now complete lack of bone support. No evidence for additional patient-related factors. This pi case is not device related device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation into this event concluded that the exeter stem broke in fatigue. The clinical review concluded that the lack of effective fixation in the mid-stem section lead to a local micromotion with osteolysis further degrading the local bone quality and strength. This caused a progressive overload condition with fatigue build-up and finally a fatigue fracture, first in the bone around the stem then in the stem itself due to the now complete lack of bone support.

Event description:
It was reported that, a patient had a primary tha by using unknown brand hip system in 1988. Then, she had 1st revision tha to replace the hip system with an exeter and pe cup due to loosening on (B)(6) 2003. In (B)(6) 2009, she started to feel thigh pain. Then, a surgeon noticed femur fracture on x-rays on (B)(6) 2009. The surgeon was taking a wait-and-see approach for a while after that. On (B)(6) 2013, when she visited the office again, the stem was already fractured but he did not realize that on x-rays. In (B)(6) 2013, he was planning 2nd revision tha due to femur fracture, stem loosening and bone defect. At that time, he noticed stem fracture on x-rays. She had 2nd revision tha on (B)(6) 2013.